Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white cap of a large volume infusor was broken. This issue was discovered after opening the box, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h4, h10. H4: the device was manufactured march 3, 2021 ¿ march 4, 2021. H10: the device was received for evaluation. The device was received not filled or used by the customer. Visual inspection on the unit via the naked eye noted a vertical crack on the fill port cap. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.